Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced possible under delivery anomaly, loss of communication between pump and mobile. The customer reported hypoglycemia treated with glucose/carb intake. The customer reported blood glucose value of 61 mg/dl. The event involved product(s) mmt-332a, mmt-7040a, mmt-1884, mmt-397a, mmt-6102. Troubleshooting was performed for low bgs (blood glucose)/over delivery. Customer has used the insulin pump system within 48hrs of reported low bg event. Customer has used the auto mode/smartguard feature at the time of the event. Customer believed the pump was over delivering. Troubleshooting was performed for loss of connection between pump and mobile device. Reported issue resolved, no escalation required. No further patient complications were reported. Mmt-332a was requested and customer response was the device will be returned. No product return is required for mmt-7040a. It was expected that the customer would discontinue the use of the pump. Mmt-1884 was requested and customer response was the device will be returned. No product return is required for mmt-397a. No product return is required for mmt-6102.

Manufacturer narrative:
The pump passed all functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test at .08620 inches. Successfully downloaded the trace and history files using thump and carelink upload was successful. No under-delivery anomaly was noted during testing. The pump successfully paired to the minimed mobile app successfully on both android and ios. Programmed and delivered a test bolus delivery. The delivery was transmitted to and recorded on the app properly. The pump was cut open to perform a visual inspection. No evidence of physical or moisture damage was found on the electronic assembly (pcba 1 and pcba 2), motor, or force sensor. A p-cap locks into place inside the reservoir compartment properly. The following were noted during a physical inspection: scratched case, peeling keypad overlay, cracked select button keypad overlay, stained keypad overlay, missing display window cover, cracked battery compartment at the corner of the belt clip rails, and pillowing keypad overlay. The pump passed all functional testing. Under-delivery and low bg anomalies are not confirmed. Unable to connect to a mobile device is not confirmed. The pump history file lists 225 boluses on the event date, 12/3/2024. Please see below for the first 10 boluses listed on the event date, 12/3/2024: 12/03/2024 00:01:15.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5). Normalbolusamountprogrammed: 1500 (0.15 u) bolusamountdelivered: 1500 (0.15 u) 12/03/2024 00:06:15.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5). Normalbolusamountprogrammed: 1500 (0.15 u) bolusamountdelivered: 1500 (0.15 u) 12/03/2024 00:11:15.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5). Normalbolusamountprogrammed: 1750 (0.175 u) bolusamountdelivered: 1750 (0.175 u) 12/03/2024 00:16:15.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5). Normalbolusamountprogrammed: 1500 (0.15 u) bolusamountdelivered: 1500 (0.15 u) 12/03/2024 00:21:15.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5). Normalbolusamountprogrammed: 1500 (0.15 u) bolusamountdelivered: 1500 (0.15 u) 12/03/2024 00:26:15.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5). Normalbolusamountprogrammed: 1500 (0.15 u) bolusamountdelivered: 1500 (0.15 u) 12/03/2024 00:31:17.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5). Normalbolusamountprogrammed: 1750 (0.175 u) bolusamountdelivered: 1750 (0.175 u) 12/03/2024 00:36:15.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5). Normalbolusamountprogrammed: 1500 (0.15 u) bolusamountdelivered: 1500 (0.15 u) 12/03/2024 00:41:15.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5). Normalbolusamountprogrammed: 1500 (0.15 u) bolusamountdelivered: 1500 (0.15 u) 12/03/2024 00:46:25.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1autobolus (9). Normalbolusamountprogrammed: 3750 (0.375 u) bolusamountdelivered: 3750 (0.375 u). There were no auto suspend events on the event date, 12/3/2024. Please see below for the user suspend on the event date, 12/3/2024: 12/03/2024 21:27:09 insulindeliverystopped reasonfoinsulindeliverysuspension: usersuspended (2). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.